Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Hip revision. Original implant date: (B)(6) 2007 performed by dr (B)(6) at (B)(6) district health board. Revision date: (B)(6) 2013 performed by dr (B)(6) at (B)(6) hospital. Reason for revision: stem broke in half. Stem that has failed has strong distal fix but least proximally due to osteolysis. Acetabular shell has fibrous growth but poor fixation. Xrays and photos are not available. No further patient details can be obtained. Components used were: corail stem, asr head and acetabular shell.